Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. It was further reported that the implantable pulse generator (ipg) exhibited rate drop response. The implantable pulse generator (ipg) was programmed to twenty seconds from thirty seconds for greater than two hundred and fifty rate drop response episodes .the implantable pulse generator (ipg) remains un use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.